Event description:
Patient undergoing arthroscopic anterior cruciate ligament reconstruction using allograft. After the graft was placed and fixed to the tibial side, it was pulled snugly with the knee in 10 degrees with a posterior drawer, 9x28 screw was placed with a squeak tight fit at the excess graft on the femoral side. At that point the scalpel blade broke and became a free piece within the joint. The surgeon drilled down the lateral gutter. A thorough search intra-articularly for the piece was performed including a 70 degrees scope in the posterior medial and posterior lateral portal. It was not present there. Then looking down the popliteal hiatus, the piece was visible and had fallen down alongside the popliteus tendon. Attempts to grasp this arthroscopically were unsuccessful. The surgeon moved further distal and brought in the c-arm. The piece was visible and had moved distal to the level of the joint in a midline direction. It hugged the bone under fluoroscopic image. A posterior lateral arthrotomy between the iliotibial band and the biceps femoris was made. An insufflation was made and the posterior aspect of the knee was dissected. With the use of fluoro, the blade was still not able to be retrieved. At the end of 2 hours, the fragment was not recovered and the portals were closed. Upon awakening, the patient had good range of motion in his foot and his neurovascular status was intact.